Event description:
It was reported that during a routine device exam, the patient underwent an x-ray. The findings revealed that the electrode had dislodged. There were no associated measurement observations alleged prior to the x-ray. Subsequently the patient underwent a procedure where the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.